Event description:
Medtronic received info that this bioprosthetic valve that was explanted due to stenosis (peak: 100 mmhg, mean 55/60 mmhg). Echocardiographic evaluation also revealed thrombus. The valve was successfully replaced with no adverse pt effects.

Manufacturer narrative:
Evaluation: other= device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to thrombotic host tissue on the outflow. There was thick tan to brown thrombotic host tissue which filled and stiffened all cusps on the outflow. An unk amount of pannus appears to have been removed during explant on the inflow and the outflow. Radiography revealed no evidence of mineralization in the valve and host tissue. Conclusion: reduced performance of the valve is attributed to thrombus and host tissue overgrowth on the valve. These findings are generally considered a pt related condition.